Manufacturer narrative:
Investigation: visual inspection: no significant deformations or damage of the valve were detected during the visual inspection. However, when measuring the plane parallelism of the housing surface using a dial gauge, a deformation of the surface was detected. Permeability test: a permeability test has shown that the valve is permeable. Adjustment test: the prosa valve was tested and is adjustable to all specified pressures. Braking force and brake function test: the brake functionality test has shown that the brake function is fully operational, however the braking force is not within the given tolerances. Computer controlled test: to investigate the claim of under-drainage, the opening pressure is measured using a miethke computer controlled testing apparatus which simulates a cerebrospinal fluid flow. The results show that the valve operates within the accepted tolerance in the vertical position. Internal inspection: after dismantling of the valve, deposits were found in prosa. Results: for the sake of completeness and transparency, we would like to point out that a permeability test and adjustment test were already performed on the valve after the revision at the hospital. Based on our inspection results, we can see a reduction in braking force at the valve at the time of our inspection. The reason for this may be the deformation of the valve. An impairment on the adjustability could not be determined here. In addition, we can detect deposits in the valve. The deposits did not affect the technical properties at the time of the inspection. It is not clear to us at the time of the inspection how the above-mentioned functional impairment came about. The cause of the deformation of the prosa valve and the resultant defect of the rotor could not be determined through our investigation. Significant outside pressure, for example by too much force from the prosa adjustment tool or by a fall or impact to the head of the patient, can compromise the integrity of the valve. We can exclude a defect at the time of release. The valve met all specifications of the final inspection when released from christoph miethke gmbh & co. Kg. No further regulatory actions are required from our point of view.

Event description:
It was reported that a prosa (part # fv701t) was implanted during a procedure performed on (B)(6) 2020. According to the complainant, the shunt system was believed to be operated in underdrainage and difficult to adjust. The patient underwent a revision procedure. The complaint device was returned to the manufacturer for evaluation. No patient complications were reported as a result of the revision procedure. Age: 7 years, 6 months, height: 106 centimeters (cm), weight: 18.5 kilograms (kg), gender: female. Same event as medwatch#3004721439-2022-00289.